Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(6)). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization at the anterior communicating artery (a-com), a 2mm x 4cm galaxy g3 mini (galaxy g3, l14405) was used as the sixth coil. However, the coil did not control as the physician was planning. It was rerolled several times but there was a resistance felt. It was visually confirmed the coil unraveled. Therefore, it was replaced with another coil and the procedure was completed. Additional information received indicated that there was resistance between the coil and microcatheter (mc). There was no resistance between the coil and introducer. There was no patient injury. No excessive force was used at any time with the devices. The device was used and prepped as per the instructions for use (IFU). There was no damage confirmed to the device prior to use. There was no significant clinical prolongation of the procedure due to the event. The device was discarded therefore is not available for analysis. A manufacturing record evaluation was performed for the finished device l14405 number, and no non-conformance's related to the reported complaint condition were identified. With the and without the product available for analysis, the reported customer complaint of ¿coil - unraveled/stretched¿ could information available not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. The instructions for use (IFU) caution that if unusual friction is still noticed during advancement or retraction of the coil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire catheter system and examine for damage. Replace it with a new system. If friction still exists, withdraw and examine the delivery catheter system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a coil embolization at the anterior communicating artery (a-com), a 2mm x 4cm galaxy g3 mini (galaxy g3, l14405) was used as the sixth coil. However, the coil did not control as the physician was planning. It was rerolled several times but there was a resistance felt. It was visually confirmed the coil unraveled. Therefore, it was replaced with another coil and the procedure was completed. Additional information received indicated that there was resistance between the coil and microcatheter (mc). There was no resistance between the coil and introducer. There was no patient injury. No excessive force was used at any time with the devices. The device was used and prepped as per the instructions for use (IFU). There was no damage confirmed to the device prior to use. There was no significant clinical prolongation of the procedure due to the event.